Event description:
Event description: guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) displayed pacing spikes, however, no capture was noted, and the patient required external CPR. The patient was being monitored in ICU. Upon interrogation, the device revealed ventricular fibrillation was detected and was treated with shock therapy. The lead measurements were normal and stable. Later, the patient passed away. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Not returned. Event conclusion. No additional information is available at this time. This event will be updated if additional information becomes available or when the device is returned for analysis.